Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status of middle of life 2 (mol2) in the box. The boston scientific representative did not remember initiating radio frequency (rf) in the device, but believed it could have been initiated by someone else. The device was not used and will be returned to boston scientific for analysis.